Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 12/18/2012. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user reported that medical attention was sought on (B)(6) 2016 at 7:30 am due to receiving a blood glucose reading of 115 mg/dl and other inconsistent readings from his prodigy glucose meter. End user stated he experienced confusion was incoherent and passed out. The paramedics were called and two blood glucose test was performed with their meter giving results of 35 mg/dl and 30 mg/dl. The end user was transported to the ER and his blood glucose had dropped to 0mg/dl upon arrival. He received 3 bags of IV with glucose to raise his blood level. His heart was re-started twice. He was intubated and kept in a coma for a month along with testing his blood glucose four times a day. He was hospitalized for 2 months and spent one week in rehab. After following up with his pcp he was taken off of all his medication. No other information was reported.